Event description:
It was reported that the device was over-sensing t-waves. The device interpreted this as noise and set off a patient alert notifier. The device was reprogrammed to prevent the over-sensing. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.